Manufacturer narrative:
(B)(4). Product investigation summary: the manufacturing documents were reviewed and no complaint related issues were found. This lot of eight (8) pieces was manufactured in december, 2014. The performed microscopic evaluation has shown that the thread flanks of one of the outer holes are damaged. Also, there are clearly visible marks of a thread at the peek part of this hole. These damages are an indication of an excessive contact between the screw and the zero-p implants. The anodized layer is worn out at the damage, which indicates that this damage was caused post- manufacturing. However, afterwards it cannot be defined if this was caused during the insertion (for example: by an undue insertion angle), during the extraction, or in-situ. All other threads are intact and in a good condition; at the intact outer thread, the peek part has also clearly visible marks of a thread. Based on the provided information, the exact cause of this occurrence cannot be defined. Additionally, there was no information provided indicating if a torque limiter was used for final tightening, which is elementary for a proper fixation. There was no information provided as to which technique was used for this insertion (aiming device, angled instruments, drill guide, or awl in combination with free hand). Based on the visible damages at the zero-p and the screws, it is possible that an excessive contact between the screw and the zero-p did damage the locking thread. However, as stated above, afterwards it cannot be clearly defined when the threads did get damaged. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Synthes manufacturing location was discovered upon receipt of subject device. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 10. Dec. 2014 expiry date: 01. Dec. 2024, 04.617.127 s lot. 9271972. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product evaluation was performed. The investigation of the complaint articles indicates that the: 04.617.127s shows some scratches on the outer surface of the tan portion, possibly due to insertion and removal of the implant. The implant also shows color changes, possibly due to washing and sterilization. The threads of the screw holes show little ware due to screw insertion and removal, but no severe damage. Therefore it can be confirmed that the dcrm adequately addresses the complaint event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one unknown lot number, UDI # is unavailable. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after three months control, the locking screw pulled out from the vertebral bodies. The implant was removed and a new implant was inserted. This report is 1 of 5 for (B)(4).